Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. In (B)(6) 2011, the patient presented to the emergency room with chest pain which was treated medically and the patient was sent home. Three days later the patient underwent a myocardial perfusion stress test which revealed a moderate size area of the anteroapical wall that had mild photopenia at rest and mild to moderate at stress possibly due to soft tissue attenuation to anteroapical ischemia. Two days later the patient complained of constant chest pressure, sometimes radiating to the left side of the neck and jaw, associated with shortness of breath. The patient underwent coronary angiography revealing 70 stenosis of the proximal edge of a previously deployed study stent and 90% stenosis distal to the stent. A 2.50 x 16 mm ion stent was deployed in the proximal lesion. A 3.0 x 24 mm ion stent was deployed in the distal lesion. The patient was discharged on aspirin and clopidogrel. The patient was hospitalized in (B)(6) 2012, with complaints of chest pain. Angiography performed discovered 90% proximal in-stent restenosis of the previously placed 3.0 x 24 mm ion stent. The patient underwent a re-intervention with placement of a 3.0 x 12 mm non bsc bare metal stent in the proximal lad with reduction of pre-treatment diameter stenosis from 90% to 0%. The event resolved without residual effect, and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).